Event description:
Pt started dialysis at 5:31 am. At 6:50 am, saline bag was empty, air in blood lines noted and dialysis stopped. It was noted that the IV saline line is clamped at the time of the incident. Blood line was changed and pt was reconnected to the dialysis machine with no further problem. Dates of use: 2008. Diagnosis or reason for use: esrd. Event abated after use stopped or dose reduced? Yes.